Manufacturer narrative:
The reported events of high lead impedance issue and pacing issue were not confirmed. As received, a complete lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that during implant procedure patient's new right ventricular (rv) lead exhibited high pacing impedance and intermittent pacing. The lead was not used and the procedure was completed using and alternate lead on (B)(6)2023. T)he patient was stable.